Manufacturer narrative:
The customer reported that the ac power module failed and had philips send them a replacement module. Replacing the ac power module resolved the failure.

Event description:
The customer reported that the ac power module failed, and had philips send them a replacement module.